Manufacturer narrative:
(B)(4). After further investigation, quality engineering determined the assignable cause to be a software failure. The result code of 605 (software) more accurately captures the reported problem than code 403 (alarm).

Event description:
The facility reported a colleague infusion pump with a failure code of 804:26. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. . This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 804:26 was confirmed during product evaluation. The root cause was assigned to a communication error which occurred on power up after the reset manual tube release cleared. No action was required to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.